Manufacturer narrative:
Result - internal button weld. Product has not yet been returned to MFR for eval. F/u will be filed as necessary based upon investigations results.

Event description:
The customer reported there was a "defective weld in the middle of the overlay." No pt involvement or adverse consequences were reported.